Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set was leaking from the quick release within 2 days of use. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.